Manufacturer narrative:
Pump received with no up button response due to corroded keypad traces. No button error alarm during testing. No unexpected scrolling display during testing. The insulin pump was also received with cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, scratched reservoir tube window and cracked battery tube threads.(B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. It was also found the insulin pump was scrolling when the customer attempted to input their blood glucose. The customer's blood glucose was 187 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.